Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for unexpected restart and external ram crc error. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. Multiple alarms were noted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and a21 error test. No a17 and a21 alarm noted. All operating currents tested within the specification range and passed off no power test. Pump was monitored and tested with no low battery alert noted. The bolus wizard functioned properly per bolus wizard sample in the user guide. The insulin pump was received with cracked reservoir tube lip and minor scratches on the display window noted.